Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up due to a patient notifier alert for capacitor charge time limit reached. All other measurements were found to be normal. A capacitor maintenance test was performed and a cracking noise sounded like it was coming from the device and the maximum charge time was exceeded. The device was explanted and replaced. Patient&#38112;condition is stable.